Event description:
A baxter service technician reported finding a colleague infusion pump with a faulty "stop" key on the channel "b" pump head module keypad. This event occurred during baxter product evaluation. There was no pt injury or medical intervention necessary. This pump contains user interface module master software (B) (4) which is categorized as an unremediated pump. No additional info is available.

Manufacturer narrative:
(B) (4). A baxter service technician reported finding a colleague infusion pump with a faulty "stop" key on the pump head module keypad. The problem was determined to have been caused by a defective keypad on the channel "b" pump head module. The channel "b" pump head module which contains the keypad was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA #(B) (4).